Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the programmer has longer boot-up cycle. The programmer did not boot to a system error however system errors were found in the programmer error log. "Emergency hard key available" can occur when a system error occurs. Analysis also found the system fan is noisy. The programmer was able to interrogate a device wireless and non-wireless using the provided rf (radio frequency) head. Concomitant product: 229047 analyzer. (B)(4).

Event description:
It was reported the programmers power would suddenly fail during a device check, print out says "emergency hardkey available." It was also reported the boot time is long. It is noted the programmer functioned normally once it booted up. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.